Manufacturer narrative:
The reported compressor mini was examined at the hospital by our field service engineer(fse). He found that one fuse in the mains inlet was blown, he has replaced the mains inlet and fuses. The compressor mini was returned to service after successful completion of functional and safety tests. The fuses or mains inlet were not further investigated, but earlier investigations of similar complaints, determined that the causes for blown fuses could be one, or a combination of, the following causes : electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used for cleaning the device (by spraying) causing corrosion and as a second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and decrease the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
It was reported that the compressor-mini does not turn on. There was no patient involvement reported. (B)(4).